Event description:
Patient presented to deliver full term baby. Nonstress test indicated that the baby was in distress and required a crash c-section. An attempt was made to perform spinal anesthesia but it was not working fast enough and intubation/general anesthesia was required. The co2 monitor on the gas machine would not show numbers, only a wave form. The equipment was sequestered in biomed.